Manufacturer narrative:
D10: 200-02-32 three peg patella 32mm: sn# (B)(6). 02-010-03-0350 - logic cr femoral cem, right, sz 5: sn# (B)(6). 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t: sn# (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced polyethylene wear, synovitis, inflammation, pain, loss of range of motion and dissatisfaction with their left total knee. As a result, approximately nine years and four months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time. This is report 1 of 2 for this event/patient.